Event description:
Customer reporting false negative reactions in an antibody screen using vss257. Pt was later confirmed to have an anti-jka. Antibody screen resulted in a transfusion reaction. Ocd's medical director has classified this event as a serious injury. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Ocd performed testing of the retained product to ensure product is performing as intended. Satisfactory results were observed. Refer to medwatch # MFR 2250051-2009-00307 regarding a second incident.